Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump tested ok. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 51 mg/dl at the time of the incident and was treated with a coke soda. The customer needed insulin pump replacement based on hardware errors. When the customer blood glucose decrease, the insulin pump does not suspend the insulin. The suspend feature does not work when using the auto mode. The customer declined troubleshooting. The insulin pump will be returned for analysis.